Event description:
Hill-rom received a report from a hill-rom technician stating the bed would move if pushed when the brakes were set. The bed was located at the account in the ICU. There was no pt/user injury reported.

Manufacturer narrative:
The hill-rom technician found the steer and brake casters not holding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2014. It is unk if the facility performed any other preventive maintenance on this bed. The technician replaced the steer and brake casters to resolve the issue. Based on this info, no further action is required.